Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a subclavian angioplasty with femoral vein access, an alleged pinhole rupture was observed on the second inflation attempt. Reportedly there was difficulty retracting the balloon through the sheath and as a result of the retraction issue the health care provider had to perform a cut down to remove the balloon and sheath as one unit. It was further reported that another balloon was used to complete the procedure. There were no reported complications or adverse clinical consequences to the patient.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The catheter was kinked throughout its length. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the returned device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. With the guidewire in place, an attempt was made to insert the balloon through an in-house 7fr introducer sheath. The balloon was unable to be inserted through the introducer sheath due to dried blood inside the balloon. The inflation hub was connected to a max30 inflation device. Upon inflation, a pinhole rupture was noted at the proximal weld site, located 8.2cm from the distal tip. The location of the leak was examined closer under microscopic magnification (12x) and it appeared that the water was exiting a hole in the balloon at the proximal weld site. The balloon was deflated without issue. The balloon was stripped and removed from the catheter to examine whether any holes were present in the catheter at the location of the proximal weld site. No holes were present in the catheter. Conclusion: the complaint investigation is confirmed for a pinhole balloon rupture near the proximal neck weld site. The investigation is inconclusive for retraction problems, as complete functional testing could not be performed due to the condition of the returned sample (i.e. Blood inside balloon). It is likely that the balloon rupture contributed to the retraction issues. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas gold pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.